Manufacturer narrative:
The technician repaired the bed by tightening the screws on the siderail mounting bracket.

Event description:
Info received indicates the left intermediate siderail will not always latch in up position.